Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing and high out of range impedances greater than 2000 ohms. Another rv lead was successfully implanted. No additional adverse patient effects were reported.